Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: lawyer.

Event description:
Litigation papers allege that the patient was revised for pain and discomfort. Update: 12/17/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that (B)(6) 2004 primary implant;(B)(6) 2009 revised for pain and loose stem; (B)(6) 2010 hip was aspirated, no infection found, nothing removed; (B)(6) 2010 revised for loose stem, sleeve, cup had no bony in growth, broken screw, possible infection.